Event description:
The user in (B)(6) reported the patient obtained the error 4 error message during testing with the one touch verio iq meter. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 4 error message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.